Event description:
User receiving discrepant calcium, sodium and bicarbonate results for approximately 1 week. Specific number of samples involved was not provided. Only the two following specific examples were provided. Sample 1: initial calcium result 7.7 mg/dl, repeat 8.9 mg/dl; initial sodium result 122 mmol/l, repeat 115 mmol/l. Sample 2: initial calcium 0.7 mg/dl, repeat 9.7 mg/dl; initial sodium 133 mmol/l, repeat 140 mol/l; initial bicarbonate result 32.0 mmol/l, repeat 20 mol/l. Erroneous results were not reported. If additional information is received, appropriate notification will be provided.